Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter and faradrive steerable sheath clear were selected for a clinical procedure. At the start of the procedure, the patient was in sinus rhythm with a heart rate of 47. During the case, the patient developed a pericardial effusion, and a pericardiocentesis was performed to address the complication. The patient required hospitalization. The patient was admitted on (B)(6) 2026 and discharged on (B)(6) 2026. The product will not be retuned as they were disposed.

Manufacturer narrative:
B5: describe event or problem - updated d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review was completed and confirmed that the event of pleural effusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a farawave catheter and faradrive steerable sheath clear were selected for a clinical procedure. At the start of the procedure, the patient was in sinus rhythm with a heart rate of 47. During the case, the patient developed a pericardial effusion, and a pericardiocentesis was performed to address the complication. The patient required hospitalization. The patient was admitted on (B)(6) 2026 and discharged on (B)(6)2026. The product will not be retuned as they were disposed. Additional information revealed that a routine thoracic puncture catheter commonly used in hospitals for effusion drainage was utilized for the transseptal puncture, with no special instruments required. No resistance was encountered while maneuvering either the catheter or the guidewire. The effusion was discovered during withdrawal of the catheter after the ablation procedure had been completed, and pericardiocentesis was performed as treatment. At the time the effusion was identified, the catheter was located in the right atrium. Imaging to locate a perforation was not performed, and the complication occurred only after the ablation had concluded. The effusion was located within the pericardial cavity. The farawave and faradrive catheters will not be returned, as the ablation procedure had already been completed.